Event description:
Customer reports that when pre-loading the clip in the instrument it gets blocked. No patient injury or medical intervention reported.

Manufacturer narrative:
Sample requested, but not received. Evaluation: - no sample received for evaluation. Manufacturing process evaluated. Results - manufacturing layout was notified due to continued improvement project. Conclusions - the lot reported was manufactured prior to the improvement in production. Since manufacturing process change was made, no customer reports have been reported.